Event description:
It was reported that there was an issue with the time settings on the customer's device. The customer's blood glucose levels remained within normal range, and there was no adverse impact. Technical support helped the customer update the pump time and advised them to monitor the device and follow up if the discrepancy in time recurs. The customer understood and acknowledged the advice.